Manufacturer narrative:
On 13-jan-2022, mentor received additional information regarding the patient¿s symptoms, the revision surgery, and the suspected medical device. Initially, it was reported that the patient experienced right-sided rupture postoperatively. However, additional information revelated that the patient experienced bilateral rupture postoperatively. The patient underwent bilateral removal and replacement with two 405cc mentor memorygel breast implant protheses (catalog #: smpx405, left serial #:(B)(6) , right serial #:(B)(6). The lot number of the suspected medical device is 255320. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The suspected medical device was returned for evaluation. On (B)(6) 2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed parallel lines of shell wear on the anterior aspect. Additionally a tear was noted within the shell wear, and extending to the posterior view, measuring approximately 3.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced right-sided rupture postoperatively. The diagnosis was confirmed based on MRI. As a result, the patient underwent removal and replacement with a 405cc mentor memorygel breast implant (catalog #: smpx405) on (B)(6) 2021.